Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2018-12-27 (B)(4), (hcp): regarding a patient who was receiving 2000mcg/ml baclofen at 96mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient's catheter was disconnected from the pump. It was reported that during a pump replacement for pump end of life it was noted that the catheter "was disconnected or some issue with the catheter," had occurred. The entire catheter was replaced. No symptoms were reported. No further complications were anticipated/reported.